Event description:
It was reported that the customer's blood glucose was 10.7 mmol/l because the insulin pump was not delivering the correct amount of insulin. Caller stated that they programmed 10.7 units, the insulin pump stops at 8.3 units and it did not alarm no delivery to notify then of the problem. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.